Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 400 mg/dl on (B)(6) 2025; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 1 day later, (B)(6) 2025 with the issue resolved and no permanent damage.